Event description:
A healthcare professional reported pt with delayed onset diffuse lamellar keratitis left eye noted at 6 months post op of lasik surgery. The pt was treated with steroid drops. When tapering the eye drop, the pt experienced photophobia, glare, halos and shadows. A tapering dose of oral steroid was prescribed and this resolved the issue. The pt is doing well and the vision is remarkable.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).